Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues. This report is being filed on an international product, list number 8p07-32 that has a similar product distributed in the us, list number 8p07-31.

Event description:
The customer reported (B)(6) alinity I hiv results on one patient. The results provided were on (B)(6) 2021 and were (B)(6). The sample was sent for nat testing where it was (B)(6). New sample same patient on (B)(6), this sample sent for nat testing = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Health effect impact code: f26 component code: g01003 d8. Was this device serviced by a third party? No the complaint investigation was performed for false non-reactive results which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 22573be00 and the complaint issue. Inhouse testing of a retained kit of lot 22573be00 determined that the sensitivity performance of the lot is not negatively impacted. Additionally, testing of two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) was performed. The lot detected the same bleeds as reactive for the seroconversion panels showing that the sensitivity performance of the lot is not negatively impacted. Labeling review concluded that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of alinity I hiv ag/ab combo reagent, lot number 22573be00 was identified.